Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-08344. It was reported that the patient 3186 thoracic lead had migrated, and as a result, was experiencing ineffective stimulation. Surgical intervention took place where the lead was explanted and replaced to address the issue. During the procedure the physician slightly nicked the existing cervical lead, however the physician decided after the impedances were all withing normal limits to not replace the cervical lead. The cervical lead is working, and all effective stimulation is restored.